Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that the plunger went over an intraocular lens during implantation and cracked the lens optic. The surgeon left the lens implanted and completed the surgery. There was no patient harm.